Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the two devices were in critical override with pis down/delayed. A technical support specialist (tss) dialed into the affected devices and determined the stations were previously displaying a pis down/delayed notice, indicating a server/cce communication issue. The notice had cleared, and server services were verified as restored with communication resumed. Stacey was contacted and confirmed the notice was cleared on the stations. The issue was identified as a temporary communication interruption between the pyxis interface (cce) and the facility's admission system. The case was closed with no further action required. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the devices were in critical override. The error messages indicated an order interface problem and stated that the patient order might not be current. However, the patient and order were still displaying on the station. The machine was rebooted, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.